Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4004m58 lead, implanted: (B)(6) 1991. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was no longer able to sense p-waves in bipolar or unipolar. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.